Manufacturer narrative:
Supplemental report 01 - (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - revision (B)(4) of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008901, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008901 was manufactured according to the work instruction (wi) version 116 and manufactured in the line inset 8 on 29/aug/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4h05330 was manufactured according to the wi version 65 and manufactured in the machine sc04 on 28/aug/2024, with a total of (B)(4) units. The lot 4h02733 was manufactured according to the wi version 64 and manufactured in the machine sc03 on 28/aug/2024, with a total of (B)(4) units. The lot 4h01643 was manufactured according to the wi version 7 and manufactured in the machine igtl01 on 10/aug/2024, with a total of (B)(4) units. The lot 4h03171 was manufactured according to the wi version 64 and manufactured in the machine sc09 on 25/aug/2024, with a total of (B)(4) units. The lot 4h05704 was manufactured according to the wi version 65 and manufactured in the machine sc02 on 30/aug/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one extended was raised during the process unrelated to the malfunction reported, therefore, no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 5 of 5.

Event description:
Reference number (B)(4). Event occurred in denmark. It was reported that patient faced five infusion set tubing detached on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.